Event description:
The customer reported that the system would nt fluoro. An alternate system had to be used. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, all workstation connectors and boards were reseated.